Event description:
It was reported the device had a power on reset (por). It was indicated that the patient is undergoing radiation therapy. The device was interrogated and a review of the device data file found a por occurred and it was a parity error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was power on reset (por) parameters and the device experienced a critical ram parity error por on (B)(4) 2012 in location "0f 9b." Device should be able to recover from the event and continue normal function. The analyst commented that there was exposure to radiation therapy.